Event description:
On (B)(6) 2013, at (B)(6) hospital, (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) while performing a routine pm the service technician received a "battery 2 requires maintenance" message. The technician performed the battery calibration again, which passed, but after cycling the power off and on the message returned. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by ssu service technician and new batteries were ordered and the suspect batteries were replaced. The unit passed all functional tests and was returned to service. (B)(4).